Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and internal battery were replaced to address the issues.